Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed catheter inspection required. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the pressure and vacuum points, and the all manifold test, which all passed. The fse could not replicate the issue and no parts were replaced. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.